Event description:
This procedure was performed on the sfa in the netherlands. Initial deployment of the stent went smooth, however, while deploying the last 2 cm of this 8 cm stent, the deployment device became stuck. The physician could not move the rest of the release system back or forward. After several cautious attempts to deploy the last 2 cm, the physician went for "breaking the system" in the hope that the last 2 cm would deploy. This still did not work. On pulling the whole system back again, the stent broke just at the "stuck" point. So 6 cm of the 8 cm stent was still in the pt and the last 2 cm came out of the device. They decided to put another stent into the broken one to protect the broken struts. No injury to pt reported.